Event description:
Programming history was reviewed, and high impedance was identified for a patient's device through system diagnostics. The patient had recently had generator replacement surgery on (B)(6) 2015. The high impedance was found by the patient's neurologist on (B)(6) 2015, and the physician increased the output current and pulse width at that time. The patient was not referred for surgery, and the patient moved soon after the high impedance was found. No further information was available from the patient's previous physician, and the patient's current physician is unknown as well. No known surgery has occurred to date.

Event description:
The patient had surgery for the high impedance. The patient had excessive bleeding due to a blood clotting medication that the patient was on prior to the surgery, so the surgeon opted to only do a generator replacement and wait to do a lead revision surgery after the patient stops taking that medication. The surgeon planned to do the lead revision surgery after the patient stopped taking the blood clotting medication. Impedance values during surgery were still high. The hospital does not return explanted product to the manufacturer. No further relevant information has been received to date.